Manufacturer narrative:
All buttons function properly. No damage to keypad traces noted during visual inspection. The insulin pump does not respond on its own without buttons being pressed. Analysis was unable to prime and motor error alarmed during basic occlusion test due to faulty force sensor resistor. Analysis was unable to perform occlusion, and excessive no delivery alarm test due to prime anomaly.

Event description:
The customer reported via phone call that the insulin pump was reacting without input from them. The customer's blood glucose was 240 mg/dl at the time of incident. The insulin pump was returned for analysis.